Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the gas supply connector on a rd900afu neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff is en route to fisher & paykel healthcare for inspection. We will submit a follow-up report following receipt of the device and completion of our analysis.